Manufacturer narrative:
The field service engineer (fse) was dispatched to the customer site however was unable confirm the reported allegation. The fse was unable to ascertain which monitor was affected, but checked over all connections - power and video and everything was fine. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high-definition lcd (liquid crystal display) monitor was intermittently failing and the image was going off during a diagnostic procedure. The device was merged with a non-olympus pentax monitor to get it working. The procedure was completed with the same device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.